Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to poly wear.

Manufacturer narrative:
After further review of additional information received the following sections a1, a2, a3, a4 obese, b4, b6, b7, d4, d10, g1, g3, g4, g5, g7, h1, h2, h3, h4 and h6 have been updated accordingly. Section h3: the complaint devices were received for analysis. The complaint condition was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the scratches on the femoral condyles appears consistent with third body wear. Third body wear occurs when a third body, such as a fragment of bone cement, gets trapped between the polyethylene insert and the condyles of the femoral component. The scratches and pitting appear consistent with third body wear. The wear pattern indicates that the femoral component articulated with the anterior portion of the tibial insert. The visible engravings of the tibial insert indicate that there was little to no micromotion between the tibial insert and tibial tray when the devices were implanted. In absence of indication regarding the side of implantation (i.e., left or right knee) the evaluation has been conducted assuming that the components have been implanted on the left knee. The scratching and wear on the medial edge of the insert appears consistent with articulating with bone or bone cement overhanging the femoral component. The deformation of the tibial insert spine appears consistent with contacting the edge of the femoral component while implanted. The pitting does not appear consistent with typical wear associated with articulation. The pitting was likely created by excessive bone cement from the femoral component contacting the tibial insert as the components articulated. The distal aspect of the tibial tray appears well covered with cement. Some bone cement may have been removed during processing at the hospital prior to returning. All other aspects of the device appear unremarkable. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports from this manufacturing lot for tibial inserts of 20 pieces. Complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing related. The revision reported was likely caused by third body wear between the femoral component and the tibial insert, which resulted in accelerated wear of the tibial insert. The patient has biomechanical stressors due to her weight and young age. Section h6: it is found in a review of the labeling --that only qualified surgeons knowledgeable in anatomy, biomechanics, and reconstructive surgery should use these devices. The surgeon must be fully knowledgeable about all aspects of the knee systems surgical technique and use these implants in accordance with the respective indications and contraindications it is essential that the proper surgical technique be used when securing locking components. Prior to closure, the surgical site should be thoroughly cleansed of bone chips, extraneous bone cement (if used), ectopic bone, etc. Foreign particles may cause excessive wear. Foreign particles may also migrate to other parts of the body. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Possible detachment of the coating(s) on the components, potentially leading to increased debris particles. Disassociation of modular components. Osteolysis. This device is used for treatment, not diagnosis section(s): no additional information has been provided

Event description:
It was reported that a patient experienced a left knee revision for aseptic loosening due to polyethylene wear. The patient had a preoperative diagnosis of left knee degenerative joint disease. The patient was stable leaving the or and was known to be doing well, as she had her follow up visits with the surgeon. No additional information is available. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00261, 1038671-2018-00262, 1038671-2018-00263 and 1038671-2018-00264.